Event description:
It was reported via repair work order that the cot is stuck and will not load all the way into the ambulance due to a broken piece of plastic from the transfer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.